Event description:
Ref imp number (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician evaluated the device, and successfully performed complete performance and functional testing. The event could not be duplicated. The unit was returned to service. A supplemental medwatch will be submitted if add'l info becomes available. (B)(4).